Event description:
During an in-clinic follow-up, increased capture threshold which resulted in a loss of capture and decreased sensing were observed on the right ventricular (rv) lead. No intervention has been completed at this time. The suspected cause of the event was due to tissue healing from the initial helix implant. The patient is stable.